Manufacturer narrative:
No medwatch form was received.

Event description:
It was later reported that the patient developed endocarditis while being treated for a spinal infection. Prior to lead extraction, under fluoroscopy, the physician noted a fracture and that the inner conductors appeared to be outside of the lead body. The lead was explanted.

Event description:
It was reported that the patient received inappropriate therapy due to noise on both leads. The noise could not be reproduced with isometric and positional testing. Lead replacement was discussed.